Event description:
Boston scientific received information that high out range pacing impedances as well as loss of capture were noted on this left ventricular (lv) lead. Subsequently a lead revision took place and a kink was noted. Upon explant the lv lead out of range impedances and no pacing was confirmed when connecting the lead to the pacing system analyzer. The lead was capped and abandoned. In addition the device was also replaced. No allegations against the device was noted and the device will not be returned for analysis. No adverse patient effects were reported.